Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low blood glucose. The customer's blood glucose was 47mg/dl, treated with glucose tablets. The customer was also calling to get more supplies. During the call customer's blood glucose was 93mg/dl, she is fine now and did not need any medical attention.